Event description:
The pt is a 41 year-old white female who had bilateral breast augmentation in 8/79 with double-lumen silicone gel implants. In 1/80, due to recurrent infection, pain and contracture, both implants were replaced with this 225cc silicone gel implants. Again, the pt had infection in the incision due to spitting of the suturs. Six months later, the pt required closed capsulotomy due to contracture to the right breast. The pt developed a raynaud's-like phenomenon in the hands, night sweats, sharp pains in the axilla, right-sided breast pain. The pt developed fatigue, irritable bowel syndrome, symptoms, intermittent sensory loss in the eed, neurocognitive problems. The xeromammogram was abnormal on the left with no folds and probably ruptured. Due to the significant neurocognitive changes, fatigue and other symptoms which may be associated with a silicone disorder, as well as highly-probable rupture in at least one of the implants, it is important that both implants be removed.